Manufacturer narrative:
The buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump will be replaced. Customer's blood glucose was unknown.